Event description:
International distributor contacted dexcom technical support on (B)(6) 2012 on behalf of pt to report that pt had experienced a hypoglycemic episode. Pt states that his cgm values did not always correspond to his bg values. Pt also reports that he was using cgm solely to make insulin therapeutic adjustments. Consequently his bg dropped drastically and during his hypoglycemic episode, he fell, suffered a head injury and a concussion. Pt was treated for 6 days. Pt reports that he is aware that he was using the device against its FDA's intended use. Receiver report also indicates that pt had disabled his cgm alerts. At the time of his report to the international distributor, pt states that due to his head injury, he may have suffered a loss of his olfactory senses.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.